Event description:
Essure was inserted (B)(6) 2008. Then I started having bad side effects like vitamin deficiency, which is why I ended up at the endocrinologist who found out I had thyroid cancer too. Brain fog, weight gained was 50 pounds, depression, breast pain and tenderness, extreme bloating, fatigue, insomnia, joint and back pain and problems.!